Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, inratio: 2.5, lab: 8.8. Two hrs in between meter and lab testing. Pt had an uncontrolled nose bleed which led pt to go to the emergency room and have lab draw. Customer has three inratio meters and does not know which meter was used to obtain pt results. Reference MDR numbers 2027969-2012-01611 and 2027969-2012-01612 for other meters.

Manufacturer narrative:
Investigation pending.